Event description:
The customer stated that a high blood glucose reading caused him to take too much insulin, and his wife had to call 911. The customer did not provide any more info about the event. While troubleshooting, the customer performed control tests and received results of 107, 59, and 102 mg/dl. The normal control range was 93-128 mg/dl. The test strips are to be returned for eval. The meter was replaced at the customer's insistence. The customer did not provide a telephone number, so it was not possible to call and get more info regarding his alleged adverse event. A post card was sent to the customer asking that he call customer service with the requested info.